Event description:
Pt had initial breast augmentation in 1977. These were replaced in 1983 and in 1990 due to capsular contracture. Recurring capsular contractures and evidence of silicone nodes necessitate removal.